Event description:
A malfunction occurred with a code labeled as "malf 24," prompting the need for pump replacement. There was no adverse impact to the customer's blood glucose level, as it was reported to be below 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.